Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted. The instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing which included. Pmv reload used in testing. The instrument was successfully loaded with the device. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic segmentectomy, during the second firing on the lung, the device did not fire. It was stated that the reload broke off the device. Another reload was used to complete the case. There was no patient injury.